Event description:
A patient reported experiencing inaccurate low results with a one touch ii meter. The patient's blood glucose results were 135mg/dl (meter), 300 mg/dl (lab). Tests were done within 10 minutes with a difference of 50%. Patient did not experience any adverse events. No further information has been reported.